Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The technician also observed that the device doesn't complete boot up cycle. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A stryker service representative reported that customer's device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. During evaluation stryker also observed that the device doesn't complete boot up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report with reference# 0003015876-2024-01882, submitted on 06/12/2024, was submitted in error. This vigilance report was found to be a duplicate of initial medwatch report with reference#0003015876-2024-00634, submitted on 03/28/2024.

Event description:
A stryker service representative reported that customer's device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. During evaluation stryker also observed that the device doesn't complete boot up cycle. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.